Event description:
Customer reported damage to pump housing around usb port, impacting ability to charge the pump. Customer's blood glucose level remained in range. The customer did not disclose an alternate method of insulin therapy.